Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery of this implantable device was suspected to be depleting prematurely. Beeping tones were also noted. No data analysis from this device was performed. This device remains in service. Device replacement is planned to be performed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery of this implantable device was suspected to be depleting prematurely. Beeping tones were also noted. No data analysis from this device was performed. This device remains in service. Device replacement is planned to be performed. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis, as it was discarded.